Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 160 mg/dl to 400 mg/dl. The customer's other blood glucose was 367 mg/dl. Customer treated with insulin pump. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reported that the infusion set was leak and had bent cannula. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.